Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to kidney transplant on and unknown date. Customer's blood glucose level was 579 mg/dl. Customer treated high blood glucose level with manual injection as per health care professional instruction. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.